Event description:
A caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and contact support if the issue happened again, which the caller acknowledged and understood.